Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician while removing the introducer noticed that the implant stuck to the blue introducer and was 1-2 cm out of the needle hole. The physician then pushed the implant down back into the inserter, and it looked ok. He then placed the implant into the patient. The patient then returned the following day with the extrusion. The physician disposed of the inserter in question.

Manufacturer narrative:
(B)(4). Neither the device in question, applicable imaging films, or medical records was returned to the manufacturer for evaluation. Device description: the pillar system is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate obstructive sleep apnea (osa). The system consists of a delivery tool and an implant. The delivery tool comes preloaded with the implant. The implant is a braided segment of polyester filaments intended for permanent implantation. The implant is approximately 0.7 inches (18mm) in length and has an approximate outer diameter of 0.08 inches (2 mm). The delivery tool consists of a handle and 14- gauge needle. The needle is inserted into the soft palate; the implant is deployed by advancing the slider; and the delivery tool is removed. The delivery tool is disposable. No medwatch 3500a form was received from the reporter. We are unable to determine the definitive cause of the reported event. This product was being used for treatment not diagnosis.